Event description:
It was reported that at follow-up on (B)(6) 2010 the right ventricular lead exhibited impedance greater than 2500 ohms. When the lead was tested again on (B)(6) 2010, bipolar readings were out of range and there was no capture at 3.5 v. Lead replacement was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.